Manufacturer narrative:
(B)(4). Date sent: 8/28/2023. D4: batch # 231c44. Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with the anvil bent upwards and with two ecr60b reloads(b and d) and one cecr60b reload(c) present. The reload(b) was received partially fired 1/16, the reload(c) was received partially fired 2/3, the reload(d) was received unfired, with 10 drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the right proximal side. No functional test was performed due to the condition. Regarding the condition of the anvil and the reload (c), it is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. Regarding the condition of the reload(b), it is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 231c44, and no non-conformances were identified.

Event description:
It was reported that during an unk surgery, the device could not fire. Changed another two to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.